Event description:
At 630 a.m. Pt was found sitting on floor with her head jammed between upper half siderail and mattress of bed. Three nursing staff memebers freed pt's head and neck and laid her on the bed. When nurse checked for pulse and blood pressure, vital signs were not present; autopsy on 10/14/97-no evidence of asphyxiation.